Event description:
Edwards received notification that this valve model 7300tfx31 implanted in the mitral position was showing signs of stenosis after an implant duration of approximately four (4) years and two (2) months. This 81-year-old patient presented with heart failure. As reported, during the last episode of high fever the patient blood analysis tested positive for staphylococcus aureus (mssa). This sepsis was not confirmed to be a valve related. Reportedly, it was decided to treat the patient with valve in valve, but the patient sadly died before being treated. It was confirmed that the patients death was due to a cerebral hemorrhage and not related with the device.

Manufacturer narrative:
The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: the serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes, occurring singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction. The most likely cause is patient factors, including diabetes and dialysis.